Event description:
It was reported by a peritoneal dialysis nurse user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler during patient treatment. It was also reported that patient was hospitalized previously on an unknown date and diagnosed with peritonitis.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the peritonitis hospitalization event information was provided as relevant recent patient history. These events were not alleged to be related to the fmc device. These events predated the cycler complaint. The actual device was returned for evaluation and determined to be functioning according to product specifications. A visual inspection was performed and dried fluid was noted in the cassette compartment. There was dried fluid in the pneumatic and vacuum lines. A simulated treatment was completed without any alarms or noted fluid leaks. Further evaluation found no device malfunctions that would have caused the reported fluid leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.